Event description:
Customer reported the system stopped fluoroing during a case, but indicated that x-rays were being produced. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the ffb, system interface board, and interconnect cable. System operates as intended. This MDR is related to ge healthcare complaint.